Event description:
The customer reported displays the message communication error during procedure involving an olympus rigid video laparoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of event is unknown. Additional information will be provided if available.